Event description:
An (B)(6) woman with history of treatment-refractory major depression receiving rtms using neurostar device for "off-label" indication (refractory to >1 antidepressant). She developed syndromic mania with suicidal preoccupation on (B)(6) 2011.